Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1 year post-op following rsa (for humeral head fracture). 1 x week ago, patient attended appointment with surgeon, demonstrating excellent range of motion, including full extension and internal rotation of affected shoulder joint. Patient awoke 2 x days ago to find her prosthetic shoulder joint very painful and not able to be moved. X-ray revealed this joint to be dislocated. Supraspinatus and subscapularis tendons found to be intact. No obvious tissue impingement. Global unite reverse fracture prosthesis left insitu. Eccentric 42mm glenosphere implanted, and a poly construct of 12mm implanted.